Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 541 mg/dl. Customer declined to troubleshoot at the time of the call. It was also reported the insulin pump would be ineffective at lowering the customer's blood glucose. The customer stated they have changed the infusion set in attempt to resolve the issue. The customer declined to return the insulin pump for analysis.